Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp stopper was loose during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "over the past 6 months she has been using the product with customers complaining of pain. She noticed that the needles were not as sharp as they used to be and they bent easily. She also noticed that the black rubber that connects the needles to the syringe was loose."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp stopper was loose during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "over the past 6 months she has been using the product with customers complaining of pain. She noticed that the needles were not as sharp as they used to be and they bent easily. She also noticed that the black rubber that connects the needles to the syringe was loose."

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp stopper was loose during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "over the past 6 months she has been using the product with customers complaining of pain. She noticed that the needles were not as sharp as they used to be and they bent easily. She also noticed that the black rubber that connects the needles to the syringe was loose."

Manufacturer narrative:
Correction: the lot# has been provided by the customer. The following fields have been updated: d.2. Medical device lot#: 8225902 d.4. Medical device expiration date: 2023-08-31 . H.4. Device manufacture date: 2018-08-13.